Event description:
Pt's clave needle free connector injection site did not work. Fluid from antibiotic syringe did not drip through clave, three claves (same lot number). Claves were successfully replaced with new lot that worked. Claves of defective lot were removed from stock to be reported to mfg by supply tech.